Manufacturer narrative:
The insulin pump was received with a blank display. The problem was isolated to the interface board. The unexpected restart error alarms could not be confirmed due to the interface board defects. The pump was received with a cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with unexpected restart errors five times last night; the pump reset itself after every error and now the screen became completely blank. The customer's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart errors. The alarm history could not be inspected due to the blank display. The customer confirmed that the pump was not stored or not in use for an extended period of time. The alarm did not occur shortly after the insertion of a new battery either. The call dropped, and when the customer called back he declined troubleshooting for the blank display. The insulin pump was returned for analysis and a replacement device was shipped to the customer.